Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the low-voltage pacing lead exhibited a suspected lead failure and it was noted there was an "unstable and deformed baseline, which resembled high frequency noise." The lead was extracted and replaced; the replacement lead also showed similar noise, but it was noted the noise did not lead to oversensing and it was decided to continue use of the replacement lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.